Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. Mark was difficult to obtain. The cardiologist continued to advance after achieving mark. Bleeding was noted around the device. The device was removed and a 10 fr sheath inserted, but hemostasis still could not be achieved. The patient was sent for surgical repair of the artery and did fine following surgery.